Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2017-00318: screw, 3025141-2017-00319: plate.

Event description:
During routine removal of an ulna plate, it was discovered that the head of one of the screws had turned black. While attempting to remove the black screw, it was determined that a driver tip was left in the screw head from the initial surgery. The screw with the driver tip was explanted; the screw was severly damaged during removal.